Event description:
As reported by hospital: after o.r., while cleaning up from case, a peice from a spring lock ligator was found to be missing. X-ray was done in the pacu and piece was located in patient's abdomen. The patient was returned to the o.r. And the piece was removed laparoscopically.